Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the nerve monitoring for the tube worked for the first part of the operation and then stopped working during a recurrent laryngeal nerve monitoring case. All connections and tube placement were checked - still not working. Anaesthetist changed to a new tube which worked. There was no patient impact.